Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician (rheumatologist) via company sales rep. This case concerns a male pt of unk age who expired due to cardiac arrest after receiving treatment with synvisc one injection. No relevant medical history, past medication concomitant drugs and concurrent conditions were reported. On an unk date, the pt received treatment with synvisc one injection (route of administration, dosage regimen, batch/lot number and expiration date not provided) into an unspecified location for an unk indication. On an unk date in (B)(6) 2014, after unk latency, the pt expired due to cardiac arrest. Action taken: unk. Corrective treatment: not reported. Outcome: fetal. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number to review all finished batch records for spec conformance prior to release. Any out of spec result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA was required. It was reported that further details were awaited. Add'l info was received on (B)(4) 2014; ptc investigation reported was added.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company f/u comment dated (B)(4) 2014: the f/u info does not alter medical assessment of the case. Sanofi company comment dated (B)(4) 2014: this case concerns a pt who developed cardiac arrest after receiving synvisc-one. Although the role of device cannot be excluded, however, lack of info regarding medical history, any concurrent medical illness, and concomitant medication precluded a comprehensive assessment of the case.